Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator's display screen was unable to be viewed. The device's display screen needs to be replaced to address the issue. No repairs were done on the device as it is to be scrapped.